Event description:
During a standard treatment an electrical dental handpiece got hot but did not cause any incident. Pt just complained about heat.

Manufacturer narrative:
During a standard treatment an electrical dental handpiece got hot but did not cause any incident. Pt just complaint about heat. The analysis of the handpiece did show that the head had a dent at the backup. This caused the backup button to stick in. As a result the handpiece heated up due to friction. In addition the bearings have been binding and hence heating up. The user instruction requires a test run before each use and informs that a handpiece mustn't be used if it runs out of specs. Reported due to the 2 yrs presumption rule.